Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01427.follow-up identified the patient underwent surgical intervention and her 3268 model lead found to be broken, high impedance was observed during diagnostics test. The physician replaced the lead with a different model. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01427. It was reported the patient experienced auto-reducing of her scs system which caused loss of stimulation therapy. Surgical intervention is planned for a later date to address the issue.